Manufacturer narrative:
(B)(4). Device not returned for evaluation.

Event description:
It was reported that an unknown abutment screw fractured inside of the implant. The abutment was removed from the implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates screw fracture in the implant. Alleged event was non-verifiable without the return of the product. A singular root cause could not be determined: the following sections have been updated: date of this report. Manufacturer. Contact office - name/address. Date received by manufacturer. Type of report. Type of follow up. Evaluation code. Additional narratives/data.